Event description:
It was reported that the patient was having difficulty charging the ipg and discomfort at the battery site. The patient underwent an ipg replacement procedure and patients was doing well postoperatively. The patients battery was not released by the hospital for return to bsci.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event (B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.